Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a hole in the hose and was overheating. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was a hole in the hose and the device was overheating. Therefore, the reported condition was confirmed. It was determined that the hole in those was due to allowing the hose to come into contact with a sharp object. It was determined that the device was overheating due to a broken drive shaft from excessive force. The assignable root cause was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.